Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The cause of peritonitis was the hp started therapy without cleaning the area first. The hp was treated with continuous injection (inj.) Fortum 1g (night bag) and inj. Reflin ip 1g (night bag). The hp was reported to be recoved.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.